Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If additional information should become available, a supplemental medwatch will be submitted accordingly. UDI: (B)(4). A batch record review has been conducted and the results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem.

Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. UDI: (B)(4). Performed service & repair functions. Nothing noted in the service history that could have contributed to the complaint. Attached box label, electrical safety and vapr 3 repair record. Could not duplicate the complaint of unit sparking and would not read the electrode. Unit was evaluated, many attempts of testing, and diagnostics were made, no problem was found. The unit passed all functional tests and is fully operational. This report is being filed from the etq complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
This is report 2 of 2 for the same event. It was reported by the sales rep that during a shoulder arthroscopy surgical procedure, it was observed that the vapr3 generator device started sparking and would not read the vapr s90 4.0mm w/integr hdp electrode device. According to the reporter, the vapr s90 electrodes sparked while in use inside the patient. It was reported that nothing had fallen off of the electrode. It was reported that the electrode was discarded by the customer. It was reported that some smoke was also reported to have come from the vapr generator. It was reported that the surgeon was done using the generator at that point in the procedure. It was reported that the procedure was completed with no reported adverse patient consequences to the patient, surgeon, or any other operating room personnel. There was a delay of less than five minutes in the surgery. It was reported that the surgery was completed with another vapr iii unit. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.